Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump experienced no power with evidence of a battery compartment crack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the pump¿s black box revealed multiple rebooting events. A battery crack was observed during evaluation. The battery cap threads were damaged and the battery cap was unable to properly secure to the pump, duplicating a power loss. A test battery cap was used for further testing. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.